Event description:
Complaint learned via received medwatch submitted by hospital contact to FDA. FDA then notified edwards lifesciences via mail, received on july 06th 2010. Event description reported by hospital as follows, "29mm mitral valve tissue prosthesis noted by surgeon, during implantation, to have a little tear on the sewing ring. The surgeon and the manufacturer's representative did validate that the tear existed before insertion (out of the box). Surgeon continued to use the prosthetic valve by oversewing the tear. Edward lifesciences representative advised about the situation."

Event description:
It was reported that revision surgery was performed due to infection.